Manufacturer narrative:
Add'l info obtained from the health care provider (wound, ostomy and continence nurse) indicates that v.a.c. Therapy was initiated in the hospital prior to the pt's discharge in 2006. The health care provider further indicates that when the pt was discharged to home care the apligraft was intact; the dressing change was done with a single layer of mepitel covering the graft, and then the v.a.c. Dressing was placed. The health care provider indicates that she is not sure when the fistula developed, but when the pt was re-admitted to the hospital, there was a small opening in the apligraft and the fistula was visible. Other info obtained from the physician indicates that v.a.c. Was placed directly over the apligraft without an interposed layer by the home health agency. At some point, there was exposed bowel and a fistula was created. The pt required a surgical repair in 2007; a segment of the bowel was resected and an end-to-end anastomosis was done. The pt is recovering. V.a.c. Therapy labeling states: "do not place foam dressings of the v.a.c. Therapy system directly in contact with exposed blood vessels, organs or nerves". There was no indication or report of a device malfunction. The device was found to be operating properly and within specifications when tested upon return to the kci service center.

Event description:
It was reported that a pt receiving v.a.c. Therapy on an abdominal wound, developed a fistula that required surgical repair.